Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. (B)(4).

Event description:
A center director reported a patient with light sensitivity six weeks following lasik treatment; the topical steroids were increased. The patient reports needing to wear sunglasses both indoor and outdoor and it is getting worse. Treatment recommendations by other surgeons through out the company have resulted in no improvement. The patient is also began on sodium chloride hypertonicity ophthalmic solution with further follow up planned. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.